Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of stylet coating delamination is confirmed, but the root cause could not be determined. One 5 fr d/l powerpicc solo with its inlaid stylet and t-lock assembly were returned for evaluation. The returned stylet was evaluated and white residue was observed proximal to the t-lock extension set. Microscopic inspection of the white substance determined that the substance was likely the hydrophilic coating applied to the stylet wire during product manufacture. The coating was delaminated; however, the investigation did not identify any evidence to conclusively determine what caused the coating to delaminate. Potential factors which may have contributed to reported event include exposure to incompatible chemicals, unidentified environmental factors affecting the properties of the coating, withdrawal of the stylet through a dry t-lock prior to flushing the system, and withdrawal of the stylet across the edge of the t-lock body. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that prior to placing a PICC line in a patient, during inspection of the catheter packaging, a fluff-like object was discovered entangled around the stylet inside the catheter. The catheter was unusable. The nurse opened a new catheter and reinserted it for the patient. No patient impact.